Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date that followed a usual for me dinner meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user administering a meal announcement dose when not eating carbohydrates to try and lower their glucose levels, which lead to an excess of insulin relative to their need. The continued effect of user's previous dose of long-acting insulin prior to starting the ilet contributed to the severity of the event.

Event description:
On 9/11/24 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 9/10/24. After starting on the ilet system, the previous day (B)(6) 2024), they had multiple low blood glucose (bg) events within 24 hours. The user typically administers 2 units of insulin for a cheeseburger and fries but received 4 units from the ilet, causing a mild low of 54 mg/dl. After not treating their first low, bg levels returned to range. Several hours later, the user announced a dinner meal dose without eating in an attempt to lower their bg, leading to an extreme low. The user's wife called an ambulance and provided 6.5 ounces of juice during the emergency, and while the ambulance advised going to the hospital, the user declined as bg levels rose back into the 70s mg/dl. After correcting their low, bg levels peaked at 249 mg/dl before stabilizing. The user had also taken tresiba in the morning of starting the ilet. Their continuous glucose monitor (cgm) read 59 mg/dl, while actual bg was 78 mg/dl. The beta bionics customer care agent educated the user on the importance of monitoring bg levels and avoiding meal announcements for corrections.